Manufacturer narrative:
Product event summary: analysis confirmed the handle covers were broken. Analysis also found the lem (link electronic module) printed circuit board assembly was contaminated. Antenna wire was pinched and failed antenna connect test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for evaluation after being dropped, analyzed and tested out of specification. There was no patient involvement.